Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient started bleeding for 3 minutes and the blood went beyond the wearable. The patient was sent to the hospital to stop the bleeding. The patient had 2 stitches and the area was kept clean and dry. There was no additional medication provided and the patient was sent home after the stitches. There was no documentation of further medical evaluation or intervention for bleeding. At the time of the report, the patient was feeling fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).